Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing cramping when the scs stimulation was turned on. The patient also complained the stimulation coverage was not covering her pain pattern. Consequently, the patient's physician removed and replaced the lead with a different model lead.

Event description:
Follow up information received identified the reported issue has been resolved.